Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic op, pieces of the coating on the device shaft detached and fell within the operating area. The pieces were completely removed from the operating area and the operation was completed as usual.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found damage to the rod insulation. The reported condition was confirmed. The investigation found the device was missing and has damage insulation on the rod shaft. The damaged insulation likely occurred during the insertion or extraction of the device jaw with the use of a trocar instrument since no abnormality was found with the insulation or rod shaft. The investigation identified the root cause of the reported event to be user error. Manufacturing non-conformance were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic op it was noticed that the coating of the laparoscopic disposable instrument shaft (ligasure blunt tip laparoscopic sealer/divider) partially was detached and had fallen into the operating area. The detachments were then completely removed from the operating area and the operation was completed as usual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic op it was noticed that the coating of the laparoscopic disposable instrument shaft (ligasure blunt tip laparoscopic sealer/divider) partially was detached and had fallen into the operating area. The detachments were then completely removed from the operating area and the operation was completed as usual.